Manufacturer narrative:
In this case, due to the condition of the returned device (clip not returned), the reported difficult to deploy the clip (difficult or delayed activation) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the results of the returned device analysis and the information reviewed, a conclusive cause for the reported difficult to deploy the clip cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. An xt clip was inserted and placed on the tricuspid valve. During the deployment steps, it was noted that the clip did not detach from the mandrel. Troubleshooting was performed and the clip was able to be implanted. Two additional clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. An xt clip was inserted and placed on the tricuspid valve. During the deployment steps, it was noted that the clip did not detach from the mandrel. Troubleshooting was performed and the clip was able to be implanted. Two additional clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.